Event description:
It was reported that a patient experienced a right inguinal hernia coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for an unrelated medical condition. On the day of the event, during a physical examination by the physician it was noted the patient had a right inguinal reducible hernia. The cause was not reported. It was reported the ¿patient had focal tenderness in the right upper quadrant with positive rebound and voluntary guarding¿. Treatment details were not reported. Dianeal therapy had remained ongoing. Recovery status was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).